Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-09085. Follow-up identified surgical intervention was undertaken on (B)(4) 2015 during which time the lead was explanted and replaced with a new model.

Event description:
Device 1 of 2.reference MFR report#1627487-2015-09085.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report#1627487-2015-09085. Follow-up identified the issue is resolved.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-09085. It was reported the patient experienced partial and minimal right-side coverage. Reportedly, stimulation began to auto-reduce. During that time, the sjm representative noted invalid/high impedance values with multiple electrodes on the right side. Further reprogramming was attempted to no avail. X-rays were taken and results confirmed migration of the right lead . Surgical intervention may be undertaken as the next course of action to address the issue. Note: both leads are being reported as it's unknown which lead has the issue.

Event description:
Device 1 of 2: reference MFR report#1627487-2015-09085.